Event description:
Revision surgery - due to a failed rotator cuff; the patient's soft tissue failed. The surgeon revised from a primary to a reverse shoulder.

Manufacturer narrative:
Corrected data: the suspect medical device on the initial MDR was reported incorrectly; correcting on this report. Manufacturer narrative: the reason for this revision surgery was the result of a patient failed rotator cuff after 5.2 months of patient implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed (B)(4). This is the first complaint against this lot number. The patient is reported to have soft tissue, root cause, that failed to support the implant. The surgeon revised the patient from a primary to reverse shoulder. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.